Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a carto 3 system. There was a burnt smell coming from the workstation power supply during the procedure. They replaced the carto 3 system. The procedure was completed with no patient consequence. This issue has been assessed as a reportable malfunction.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation procedure with a carto 3 system. There was a burnt smell coming from the workstation power supply during the procedure. They replaced the carto 3 system. The procedure was completed with no patient consequence. The physician replaced the carto 3 system in order to complete the case. They have 2 systems in the hospital because they use two different cath labs to perform ablations. The damaged workstation was successfully replaced with a new one. The system ready to be used. The faulty workstation was sent to the device manufacturer for investigation. The customer complaint was not reproduced. Any evidence for fire burning or any smell of smoke was not found. The workstation failure during power up was confirmed. They found a faulty power supply. Replacing the faulty power supply resolved the issue. The device history record (DHR) review was performed by the manufacturer and no anomalies which are related to the reported issue, were noted in manufacturing or servicing of this equipment.